Manufacturer narrative:
The autopulse platform (s/n (B)(4)) in complaint was evaluated by zoll on 07/06/2016. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). During the external visual inspection, the head restraint wires were starting to break off on the top cover. The battery lock and front enclose were damaged. The autopulse 1.5 is a reusable device and was manufactured in (12/2011). The physical damage found could be a characteristic of normal wear and tear of the device. A review of the archive data showed multiple fault of user advisory (ua) 45 (not at "home" position after power-on/restart) and ua12 (lifeband® not present) on (B)(6) 2016 which is shown to be the last power up date to the device. Functional testing could not be performed due to the ua 45 upon powering on the device. In summary, the reported complaint of the device not detecting the lifeband was confirmed during the archive review as well as during functional. To remedy the fault the shaft was rotated home position. The belt switch assembly were checked and it appeared to be normal (parallel to its case). The device passed final functional test criteria. Note: user advisories are designed into the device when one of these conditions is detected. (Ua 45 alerts the user that the drive shaft is not at "home" position). The autopulse user guide instructs the user to pull up on the lifeband until the chest bands are fully extended (thereby moving the drive shaft back to its home position), and then restart the device.

Event description:
It was reported that during preparation for patient use the autopulse platform (s/n (B)(4)) would not detect the lifeband. The customer tried several lifebands, with the same result. The customer did not recall the error message, however the error for this type of issue is user advisory 12 (lifeband not present). No patient sequelae was reported for this event. No additional information was provided.